Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's daughter reported: implantation of hip devices (abg-mitch) with poisoning of chrome and cobalt on my mother and subsequent death for pancreatic cancer. Analysis on pancreatic tissue have underlined great quantities of steel (iron-chrome-nichel).